Event description:
The customer reported that, the ortho provue analyzer was leaking fluid at the wash station.

Manufacturer narrative:
The customer reported that the ortho provue analyzer was leaking fluid at the wash station. Information was not provided regarding possible error messages or the outcome of the testing performed. On 01/06/05 the ocd field engineer reported that the customer had contacted him stating that the issue had been resolved. Therefore, no service was required to returned the instrument to its expected operation. Carry over and / or cross contamination was not reported as a result of this incident. Erroneous results were not reported as a result of this incident. If this incident were to recur undetected, erroneous results cold be reported and possible transfusion of incompatible blood could occur. Based on the available info, instrument malfunction could not be ruled out as a possible contributing factor.